Event description:
It was reported that balloon rupture and stent insufficient apposition occurred. The 80% stenosed target lesion was located in the non-tortuous and moderately calcified left anterior descending artery. A 2.50 x 48mm synergy xd drug-eluting stent was selected for treatment and successfully delivered. However, during the initial inflation using a non-boston scientific indeflator at few atmospheres for 20 to 30 seconds, the balloon was not holding the pressure and leaking continuously. It was possible to continue inflating until the stent mesh was expanded enough for deployment. The stent delivery system was removed, and shaft kink was noted. The procedure was completed with additional dilatations using an nc emerge balloon catheter to fully expand and appose the stent mesh without any further issues. No patient complications were reported.